Event description:
Pt underwent left ring finger surgery on (B)(6) 2008. Postop x-rays showed presence of metal foreign body. Pt underwent lysis of adhesions (unrelated to foreign body) and removal of foreign body on (B)(6) 2008. Examination of foreign body indicates that it was part of the needle driver used in the pt's (B)(6) 2008 surgery.